Event description:
It was reported that upon interrogation, oversensing was observed on the ventricular channel. The patients condition was good after the event. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.